Event description:
It was reported that the patient was brought into clinic on (B)(6) 2022 with drainage from their driveline. The patient noted that they dropped their equipment around (B)(6) 2022 and had noticed drainage from the driveline on (B)(6) 2022. The patient denied showering. There was a very small amount of drainage, but it was thick and yellow. A culture was obtained but results were not yet provided. No erythema or pain was noted at the site. A daily gauze dressing was applied, and the patient's significant other was educated on dressing changes. The patient was started on doxycycline, 100mg twice per day for 10 days. The patient was noted to be stable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information stated that the patient's condition resolved without sequelae on (B)(6) 2022.